Manufacturer narrative:
Vyaire file identification : (B)(4). At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device shuts down when in use on the lap top ventilator 1150. At this time, there is no information regarding patient involvement associated with the reported event.